Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified. The information will be used for tracking and trending purposes.

Event description:
It was reported that multiple, intermittent cartridge alarms (alarm 29, alarm 30, and alarm 31) occurred during the load sequence with multiple cartridges. Customer's blood glucose was 129 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.